Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Age: reported as (B)(6) but it is unknown if that is the patient age or the year the patient was born. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 03, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one nail is stuck in the inserter; it is impossible to open the handle. The blue plastic around the handle is ruptured. The procedure was for a humerus fracture and the patient hade very hard bone. The surgery was completed with a delay but it is unknown how long the delay was. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the blue plastic handle is broken into two pieces and one nail is stuck in the inserter f/ten. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation of the inserter f/ten was observed that on the top of the instrument heavy stroke marks are visible. Also the blue plastic handle was broken into two pieces caused by strokes. The nail which was jammed in the inserter f/ten could be removed by opening the chuck; there was no need for additional tools. After the nail was removed, the jaws of the inserter f/ten open and close without any indication of damage. The test of tightening and releasing a nail could get completed without any indication of a damaged mechanism of the chuck. The chuck of inserter f/ten is still fully functional. It is likely that the malfunction of the inserter f/ten is caused by mishandling during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.